Event description:
As reported by an affiliate, while prepping a 3.0x23mm cypher select plus, saline was found to be leaking from a crack in the hub. The device was not used on a pt, and another cypher stent was used to complete the procedure. No additional info was provided.

Manufacturer narrative:
Product return is anticipated, but the device has not yet been received. Additional info will be submitted within 30 days of receipt.